Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the non tortuous, non calcified, 80% stenosed diagonal artery, ii section. The vessel was not pre dilated. The physician fully deployed a taxus express2 2.5 x 8mm drug eluting stent. Upon withdrawal of the balloon he felt resistance. The physician inflated and deflated the balloon several times to remove the balloon. No pt complications were reported. The pt's status is reported as satisfactory/good.